Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. Although a malfunction was not suspected, the physician elected to replace the patient's ipg and relocate the pocket site.